Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the doctor reports that the patient has evidence of early polyethylene wear; he has not yet scheduled removal of the material. Related mpo products: product ID: 36430046 lineage® acetabular shell 46mm quad hemi flare std group 1/ lot no.: 16453831657950/ qty: 1 product ID: 26012802 cocr femoral head 28mm slt taper +0mm neck/ lot no.: 1694225/ qty: 1 product ID: 18080301 cancellous 6.5mm self-tapping bone screw 2.0cm length/ lot no.: 1718278/ qty: 1 product ID: 18080301 cancellous 6.5mm self-tapping bone screw 2.0cm length/ lot no.: 1711513/ qty: 1 product ID: pha0cls3 profemur® z classic stem sz 3 straight short neck/ lot no.: 1737747/ qty: 1.